Manufacturer narrative:
H10: additional information provided in d10, g4, g7, h2, h3, h6. Results of investigation: the device, was used for treatment, and was returned for evaluation. Visual inspection could not confirm the issue. However, functional inspection confirmed that the inner cylinder of the pin driver would spin freely when spinning it around a bone screw. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 15 prior similar events. This failure mode will be trended to assess for any necessary corrective actions. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw.

Event description:
It was reported that during surgery bone pin driver is stripped. The inner cylinder would spin freely when spinning the pin driver around a bone screw. The surgery was completed with a back-up. There was a short delay with no patient injury.